Manufacturer narrative:
For type of device: set, administration, intravascular.

Event description:
The device came apart causing it to be dysfunctional and resulting in a delay in care, the need for a new peripheral intravenous line (piv) and a delay in other patients care as they awaited a CT scan as the current patient was attended to.

Event description:
The device came apart causing it to be dysfunctional and resulting in a delay in care, the need for a new peripheral intravenous line (piv) and a delay in other patients care as they awaited a CT scan as the current patient was attended to.